Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a suture retrieval issue occurred as indicated by no suture being present when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The right common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.